Event description:
Reporter called to report that when she opened a sealed package to insert her autosoft insulin delivery device, the tubing had a red substance along the entire length of tubing that looked like blood. She did not use it due to the contamination of the device ingredient. She still has the device with tubing where, over time the substance has turned into a brownish color which makes her suspect it is blood.